Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200525 - file-2020-00445 - analysis_and_closure_report_resp-2020-00577.pdf].

Event description:
Reportedly, the birth date of the patient is changed to the 15th in the pdf reports recorded with the subject programmer. The correct birth date is displayed on the patient tab and in a printout of the report.

Event description:
Reportedly, the birth date of the patient is changed to the 15th in the pdf reports recorded with the subject programmer. The correct birth date is displayed on the patient tab and in a printout of the report.

Manufacturer narrative:
Analysis results showed that the reported behavior complies with specifications.

Event description:
Reportedly, the birth date of the patient is changed to the 15th in the pdf reports recorded with the subject programmer. The correct birth date is displayed on the patient tab and in a printout of the report.